Manufacturer narrative:
Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of 3 infusion sets cannula being kinked on (B)(6) 2024. The site of insertion was located at abdomen. The issue occured within 3 or more hours of insertion. The blood glucose level of the patient was between 250-320 mg/dl. The patient also confirmed the introducer needle was ahead of the cannula prior to insertion. The issue was resolved by replacing infusion set and resuming insulin. Unomedical do not see bent/kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend/kinked slightly. No further information available.